Manufacturer narrative:
Approximate age of device - 3 years, 11 months. The patient remains ongoing with the replacement lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2018 that the patient presented with an infection around the gortex wrap surrounding the velour section of the percutaneous lead (driveline). The patient had underwent two surgical debridement procedures on unspecified dates due to purulent, foul-smelling drainage from driveline exit site. On (B)(6) 2018, the patient was taken to the operating room for a subcostal pump exchange; only the pump was exchanged; the inflow conduit and outflow graft were not replaced. The surgeon also tunneled a new driveline out to the patient's right side. No additional information was received.

Manufacturer narrative:
This report has been submitted as additional information to supplemental report follow-up number 1, to provide the analysis of the driveline returned with the explanted pump. Visual examination of the driveline revealed a cut in the white silicone jacket, at approximately 12.5 and 13.25 inches from the system controller connector. The cut was superficial and did not appear to have penetrated through to the clear bionate layer. The remainder of the outer silicone sleeve, clear bionate, and metal braided shield layers appeared unremarkable. Electrical continuity testing of the driveline in the condition that it was received revealed that all the wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during testing. No further information is available. The manufacturer has closed the file on this event.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported driveline infection could not conclusively be established through this evaluation. Vad-56157 was returned assembled with the driveline (dl) cut approximately 15¿ from the pump housing and the distal portion of the dl was returned 23¿ in length. The outflow graft bend relief collar was returned and the outlet elbow was returned attached to the pump. Evaluation of vad-56157 revealed depositions of clotted blood throughout the pump¿s inflow stator, outflow stator, and the rotor. A root cause for the presence of the observed depositions could not conclusively be determined through this evaluation. The observed depositions lacked laminated layering and structure and were loosely seated, suggesting that they resulted from blood remaining within the device post-explant. No adhered or developed depositions or thrombus formations were found within the returned device. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. The patient handbook outlines proper driveline handling and care under "caring for the percutaneous lead". A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.